Manufacturer narrative:
A request for additional information has been made. This investigation will be updated should further information become available.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) defibrillation lead was hospitalized. The patient received an inappropriate shock due to noise. A high pacing impedance measurement was noted, as well as high rv threshold measurements, and low rv sensing. An x-ray did not reveal any visible lead problems. A revision procedure was scheduled. No additional adverse patient effects were reported.